Event description:
During the course of an ercp procedure, a boston scientific catheter that was placed in the pancreatic duct for injection of contrast, the radiopaque tip) fell off of catheter inside the pancreatic duct. Multiple attempts to remove the radiopaque tip were unsuccessful.